Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had diminished r waves and short v-v counts on the sensing integrity counter (sic). It was further reported that the rv lead was oversensing the atrial signal cross chamber. The implantable pulse generator (ipg) was noted to have invalid cardiac compass data. The rv was reprogrammed and remains in use. The ipg remain in use. No patient complications have been reported as a result of this event.